Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not change color. Additionally, there was difficulty connecting the 6f non-cordis vascular sheath introducer with the exoseal vcd. There was no reported patient injury. The exoseal vcd was used in an interventional procedure, utilizing a retrograde approach. The device was stored and prepped according to the instructions for use (IFU), and the physician had achieved certification for its use. There were no visible signs of device or package damage prior to use. The puncture site was located two transverse fingers below the inguinal skin folds. The suitability of the femoral artery was verified on angiography, including the correct insertion angle of 30-45 degrees, and the vessel diameter was confirmed to be greater than or equal to 5mm. The puncture site had no visible calcium or plaque, and there was no vessel tortuosity, stent nearby, or stenosis greater than 50%. The target femoral site had not been closed with any closure device or manual compression within the last 30 days, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. The indicator wire cowling locked against the handle assembly with an audible click, and pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician did not have their thumb on the plug deployment button during retraction, and the indicator window did not show any red color during retraction. Upon removal from the patient, the indicator wire loop was deployed, but the wire guide ring was noted to be not sensitive to sensing. The device is being returned for evaluation.

Manufacturer narrative:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not change color. Additionally, there was difficulty connecting the 6f non-cordis vascular sheath introducer with the exoseal vcd. There was no reported patient injury. The exoseal vcd was used in an interventional procedure, utilizing a retrograde approach. The device was stored and prepped according to the instructions for use (IFU), and the physician had achieved certification for its use. There were no visible signs of device or package damage prior to use. The puncture site was located two transverse fingers below the inguinal skin folds. The suitability of the femoral artery was verified on angiography, including the correct insertion angle of 30-45 degrees, and the vessel diameter was confirmed to be greater than or equal to 5mm. The puncture site had no visible calcium or plaque, and there was no vessel tortuosity, stent nearby, or stenosis greater than 50%. The target femoral site had not been closed with any closure device or manual compression within the last 30 days, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. The indicator wire cowling locked against the handle assembly with an audible click, and pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician did not have their thumb on the plug deployment button during retraction, and the indicator window did not show any red color during retraction. Upon removal from the patient, the indicator wire loop was deployed, but the wire guide ring was noted to be not sensitive to sensing. The device is being returned for evaluation. One non-sterile exoseal vasc. Clos.dev.f6- was received for analysis inside a plastic bag. The device was unpacked to proceed with the analysis. Based on visual analysis, the deployment lever was missing and was neither assembled in the received unit nor sent with the evidence provided for this evaluation. The indicator wire was fully deployed, and the guard was locked with no csi inserted in the received unit. The indicator window was in the white/black position, and a kink was observed 8 cm from the distal end. The outer diameter (od) of the delivery shaft was measured due to the observed kink. The results were within specification parameters. The sections analyzed were randomly selected along the delivery shaft at 4, 8, and 12 cm from the distal end. A functional csi insertion/withdrawal evaluation could not be performed because the unit was kinked, resulting in csi insertion resistance. However, the guard was already locked in the received unit, indicating no locking difficulty with a possible csi insertion. Additionally, the indicator window change mechanism was tested by pulling the indicator wire, as the deployment mechanism could not be fully executed without the deployment lever in its manufacturing position. During this evaluation, it was observed that the black/black position was achieved by pulling the indicator wire. The conditions observed led to the conclusion that the indicator window change mechanism was not compromised. The reported "vascular closure device (vcd) - locking difficulty - with csi" and "indicator window - no change to indicator" were not confirmed, during analysis of the returned device. The exact causes cannot be determined. The device was observed to have the guard fully locked; additionally, during functional evaluation, the indicator wire was manually pulled in the distal direction and the indicator changed to black/black. Based on the information available for review and product evaluation, it is not possible to determine what factors may have contributed to the events reported. However, use of concomitant devices along with procedural and/or handling factors are possible. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the products labeling with the intent to make the user aware of the risks. The IFU states, during retraction of the exoseal device and the sheath as a single unit, it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button (per procedure step 7 in the exoseal instructions for use). The IFU provides the following caution: (xi.7), "if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device." The information available nor device analysis suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.